Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2020, a 24mm amplatzer septal occluder was selected for implant in the patient. During the procedure, the device deployed into a cobra shape and the physician exchanged the device for a new amplatzer septal occluder of the same size. The procedure was successfully completed with no adverse impact to the patient. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.

Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.